Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit came in for system error and couldn't confirm complaint. Run the unit 24 hours -no errors pop up or record on the diagnostic page. The unit is working well and within specification.

Event description:
It was reported that the patient's device was not producing enough oxygen during their mother's funeral. The device displayed an error code and the patient stated they were having difficulty breathing. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.